Manufacturer narrative:
During processing of this complaint, manufacturer attempted to obtain complete event and information, and obtained a comment of the physician that rotational manipulation was excessively made in order to engage because the attempt met the difficulty. Investigation of returned device showed the twist and flattening of the shaft at proximal adjacent to the intentional cut at approx .18cm from tip end. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that the event is related and contributed to the operator's technique or use environment, treatment of the cut distal portion of the catheter. Lot history review on the obtained lot number revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. IFU describes as warnings; when torquing along the tortuous course of vessel to be inserted, take extra care and handle with caution because the manipulation may lead crush, bend, or twist of catheter, and trauma or damage of the guide catheter may result in. Manipulate the guide catheter in the vessel carefully by observing it under a high definition x-ray monitor screen. And kink, twist as possible complications and adverse event.

Event description:
Reportedly, to treat cto lesion at rca #1, the subject catheter was advanced from radial approach and engage to target vessel was attempted, catheter shaft was found kinked at approx. 20cm from tip end of the catheter. Physician attempted rotational manipulation to the catheter intending to reset the kink, however, unsuccessful. Attempt to insert a 0.035" guidewire failed to cross the kinked position, so that the catheter removal was made without support. After the kinked area was pulled back out of the body, catheter was intentionally cut at distal of the kink. During another attempt to insert a 0.035" guidewire through the cut distal portion of the catheter shaft to continue the procedure, the portion advanced into the vessel. The portion was removed by surgical intervention.

Manufacturer narrative:
(B)(4).